Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with clear fragments. Visual inspection confirmed the complainant¿s experience of a cannula tip fracture. The clear fragments were identified to be part of the cannula tip. Based on the condition of the returned unit, it is likely that the fractured cannula tip was caused by an object or instrument coming into contact with the cannula tip and/or excess force was exerted on the tip during the procedure causing it to crack and fragment. It is also possible that the cannula tip material was more susceptible to fracture.

Event description:
Procedure performed: thoracoscopic mastopexy. Event description: report from the sales rep the tip of cannula was broken apart and fell into the thoracic cavity. The fragment was recovered from the thoracic cavity. Initial investigation report the event unit was returned to us and visually inspected. The tip of the cannula was found to be broken. Roughly 13 damaged pieces were sent. The distal side of the sleeve was scratched. The unit will be returned to amr for further evaluation. Products available for return. Type of intervention: fragments were identified at the end of the procedure and all recovered. Patient status: no patient injury.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: thoracoscopic mastopexy event description: report from the sales rep the tip of cannula was broken apart and fell into the thoracic cavity. The fragment was recovered from the thoracic cavity. Initial investigation report the event unit was returned to us and visually inspected. The tip of the cannula was found to be broken. Roughly 13 damaged pieces were sent. The distal side of the sleeve was scratched. The unit will be returned to amr for further evaluation. Products available for return. Type of intervention: fragments were identified at the end of the procedure and all recovered. Patient status: no patient injury.